Manufacturer narrative:
Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient¿s relative reported that the patient and the reporter have natrelle mammary implants but only the patient has experienced pain, swelling and suspicion of rupture. The device remains implanted.